Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
There was concern for driveline fatigue.

Event description:
The account reported that the patient heard a continuous sound when connecting the left ventricular assist system (lvas) to the power module (pm) on (B)(6) 2022. The patient stated that there was a low flow alarm; however, when the medical engineer checked the history on the system monitor, there was no record of the alarm. There was concern for driveline fatigue because of the reported continuous sound. A review of the log files revealed a pump stop on (B)(6) 2022 and the clock reset. This was due to a double power cable disconnect while doing a power source change over from the batteries to the power module. It was reported that the cause of the low flow alarm was not identified and resolved without any troubleshooting done. Driveline damage was not confirmed. The patient remained under follow-up. Related manufacturer report number: 2916596-2022-12355.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a low flow alarm could not be confirmed through the evaluation of the submitted log file and a specific cause for the events could not be conclusively determined. The account reported that the patient heard a continuous sound when connecting the left ventricular assist system (lvas) to the power module (pm). The patient stated that there was a low flow alarm; however, when the medical engineer checked the history on the system monitor, there was no record of the alarm. The submitted log file captured a total of 120 events spanning approximately 19 days. Following the timestamp of day 1859, hour 4, minute 55 a clock reset was noted, indicating a complete loss of external power to the system controller which resulted in a pump stop. This event was associated with low speed advisory, low speed hazard, low flow hazard, and low speed operation alarms with pump speed, power, and estimated flow values recorded at 0. The pump remained off for an undetermined amount of time until the patient connected to the power module. Following the restoration of power to the system, the pump was able to regain and maintain the fixed speed for the remainder of the file. Throughout the file pump power, estimated flow, and average pulsatility index (pi) typically ranged from 4.1-5.0 watts, 2.7-3.9 liters per minute (lpm), and 4.2-5.9, respectively. No other notable events were observed, and the pump appeared to function as intended. Information later received from the account stated that a cause for the low flow alarm was unable to be identified; however, the alarm resolved by itself with no troubleshooting measures. Although there were concerns for driveline (dl) fatigue, evidence of damage was not confirmed. The patient was reportedly asymptomatic and remained under follow-up. The patient remains ongoing on heartmate (hm) ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27feb2017. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. The IFU addresses all pump parameters including pump flow, and describes situations which may result in a low flow hazard alarm. This document explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The hmii lvas IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.